Event description:
A hemodialysis user facility has reported that during treatment an internal blood leak occurred. The machine alarmed. The patient had no adverse effects and no medial intervention was required. The patient completed treatment with a new set-up. Sample is not available for manufacturer evaluation. Despite multiple attempts, no additional information is available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.